Event description:
It was reported the t2 would not deploy after a few tries.

Manufacturer narrative:
No ts or suture were returned. Visual assessment of the device shows the actuator is in the post-t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported complaint of t2 non-deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. Device history review confirmed no abnormalities were reported with this product during manufacture. A complaint history review identified no additional complaints for this manufactured lot.